Manufacturer narrative:
Additional information was received from the patient profile form the patient discovered the patient presented for removal of the filter approximately 2 months after placement, but the filter hook was found to be adherent to the right lateral ivc wall. Five days later, removal of the filter was attempted again without success using a buddy wire technique. A CT scan on 11 days later noted that the superior end of the filter cone is pointing posteriorly and medially; the inferior hook of the filter is noted to be located anteriorly and to the right probably adherent or traversing part of the ivc wall. On the same date, patient underwent a third attempt to retrieve the filter, which was unsuccessful. The filter remains implanted. The patient will require lifelong monitoring of his filter to ensure that it does not fracture, perforate, migrate, or malfunction in some way, creating a life-threatening situation for patient. The patient must now live with constant worry and anxiety about the state of his health related to the filter. The patient presented with morbid obesity and was placed prior to gastric bypass. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received that the filter was successfully placed into the ivc during deployment and an inferior veno cavagram demonstrated a patent ivc with no evidence for aberrant anatomy. No additional information is available at this time.

Manufacturer narrative:
As reported, a patient underwent placement of the optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter embedded to wall of inferior vena cava (ivc), several failed retrieval attempts, and filter unable to be removed. The patient is also reported to have experienced anxiety related to the filter. The indication for the filter placement was pre-surgical for gastric bypass surgery in a morbidly obese patient. The filter was placed via the right internal jugular vein and deployed within the infrarenal ivc. The patient tolerated the procedure well with no immediate complications. Approximately two months post implant the patient presented for removal of the filter. The filter hook was found to be adherent to the right lateral wall of the ivc and wasn¿t removed. Approximately one week later a second attempt was made to remove the filter using a buddy wire technique but was unsuccessful. Eleven days later a computed tomography (CT) scan was performed and noted that the superior end of the filter cone is pointing posteriorly and medially; the inferior hook of the filter is noted to be located anteriorly and to the right probably adherent or traversing part of the ivc wall. On the same date, patient underwent a third attempt to retrieve the filter, which was unsuccessful. The filter remains implanted. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown, and a scan was performed after to unsuccessful removal attempts. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity, it is possible that unsuccessful removal attempts may have contributed to the reported tilt of the filter. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter embedded to wall of ivc, several failed retrieval attempts, and filter unable to be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis within the inferior vena cava does not represent a device malfunction. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter embedded to wall of ivc, several failed retrieval attempts, and filter unable to be removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.